Manufacturer narrative:
Patient age: 66 yrs old at time of enrollment.

Event description:
Eminent clinical study it was reported that stent occlusion occurred. The subject underwent treatment with a study device on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4.7 mm and a distal reference vessel diameter of 5.3mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of the 7 mm x 100 mm stent. Post treatment, dissection was noted, hence an additional study stent 6 mm x 80 mm was placed. Following post dilation, final stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication. On (B)(6) 2023, 1335 days post index procedure, the subject presented to the hospital with unknown symptoms and diagnosed with stent occlusion in the left superficial femoral artery (sfa). No action taken was taken to treat the event. At the time of reporting, the event was ongoing.